Manufacturer narrative:
Upon review of this complaint ticket for submission of the final report, it was identified that an additional sample was missed when submitting the initial report. Additionally, through the investigation process, lot number was identified. As the 2 samples identified in this ticket were run on 2 different lot numbers, a second MDR (3005248192-2022-00571) will be submitted for the second sample and second lot number. B5 was updated to clarify the identification of this second patient sample. Additionally, lot number, expiration date and date of manufacture were updated. Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: customer data review: customer result log files were reviewed. The runs were valid, met all assay specification requirements, and no error codes or flags were displayed for the controls. The amplification curve for both runs displayed a late florescent signal with an exponential curve in the fam channel. There is no potential amp plate carryover risk for the sample ids in this investigation upon review of the plate mapping analysis. The assay software is performing as expected. There is no indication that the alinity m sars-cov-2 amp kit (list 09n78-095) lot 522354 and 522133 are performing outside of established design performance specifications according to the amplification curves. Quality data review: device history record (DHR) / batch record review: review of the manufacturing packets for alinity m sars-cov-2 amp kit (list 09n78-095) lot 522354 and 522133 did not identify any issues which could result in the reported complaint. No records related to the reported complaint were found and the review did not identify any issues which could have led to the reported complaint. No issues were found during quality control (qc) testing. The amp kit masterlot testing met all acceptance and validity specification criteria. CAPA / non-conformance review: a CAPA review was performed to identify any records that were potentially related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-095) lot 522354, 522133 and their components. The CAPA review did not identify any existing internal issues or nonconformances related to the reported complaint for lot 522354 and lot 522133. Complaint history review: a complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported a discrepant result while using alinity m sars-cov-2 amp kit (list 09n78-095) lot 522354 and lot 522133. The complaint history review identified seven (7) additional complaints related to the reported issue for the alinity m sars-cov-2 amp kit (list 09n78-095) lot 522354, which are all currently pending independent investigation. The complaint history review identified five (5) additional complaints related to the reported issue for the alinity m sars-cov-2 amp kit (list 09n78-095) lot 522133, which are all currently pending independent investigation. Based on the results of the investigation elements, a product deficiency for the alinity m sars-cov-2 amp kit (list 09n78-095) lot 522354 and 522133 were not identified.

Event description:
An additional discrepant result was included in this complaint ticket. A positive result was generated (B)(6) 2021. The patient resides in a retirement home and the facility, as well as patient, are questioning the positive result because the patient has been tested four weeks in a row, consultatively and has received negative results. The patient was also tested again four days after receiving the suspected false positive results and was again negative. There was no report of adverse impact to patient management. As this additional sample was run on a different lot of the alinity m sars cov-2 assay, this new event will be included in MDR 3005248192-2022-571.

Manufacturer narrative:
Elevated complaint investigation will be conducted. Since the lot number is unknown, the manufacturing and expiration dates have been left blank.

Event description:
Customer reported a false positive result on the alinity m sars cov-2 assay. A patient sample tested positive on the alinity m sars-cov-2 assay. The patient is questioning the result, since they tested negative on an at-home test, are asymptomatic, and previously tested negative at the customer's lab. There was no report of any impact to patient management.

Event description:
Customer reported a false positive result on the alinity m sars cov-2 assay. A patient sample tested positive on the alinity m sars-cov-2 assay. The patient is questioning the result, since they tested negative on an at-home test, are asymptomatic, and previously tested negative at the customer's lab. There was no report of any impact to patient management.

Manufacturer narrative:
Elevated complaint investigation will be conducted. Since the lot number is unknown, the manufacturing and expiration dates have been left blank.